Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted, therefore no analysis will be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, after the temporary pacing rate was lowered to 60 beats per minute (bpm), no intrinsic pulse occurred. It was reported that the patient likely had complete heart block (chb) post-implant but it could not be confirmed. Sinus arrest and sick sinus syndrome (sss) were noted. The patient was moved to the intensive care unit (ICU) with the backup rate of 60 bpm and was monitored. One week post-implant, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
Correction: upon recent review of the initial medwatch report submitted december 29, 2016, it was noted that the patient identifier was not listed. The patient identifier of (B)(6) has been added.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.